Manufacturer narrative:
All 4 screws attaching the safety side to the locking mechanism were ripped off. The device was repaired and started to operate correctly. It is unknown under what circumstances the head side panel detached from the metal bed frame. According to the information received, the facility did not provide any details regarding the event. The instructions for use for citadel bed (IFU, 830.213) state: "check operation of the safety sides daily." The review of post-market surveillance data revealed that the main factor that could lead to the side rail damage might be related to an excessive force applied to the side rail (eg. Collision with the door). This is in line with the side rail condition, it was mechanically damaged (the safety side mounting screws were completely ripped off, resulting in panel detachment from the frame). The circumstances in which the event occurred are not known, however the analysis of the complaints indicated that the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its specification due to malfunction reported. There is no indication that the device was used for the patient's treatment when the event occurred. The complaint was assessed as reportable due to the safety side detachment from the frame. No injury was reported.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
The safety side detached from the frame. There was no patient involvement. No injury was claimed.